Event description:
The technician alleged that the bed has no head up or knee up functions up. No pt impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold and recalibrated the bed sensors to resolve the issue.